Event description:
On (B)(6)1999 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter was tilted. No further information is available at this time.

Event description:
On (B)(6) 1999 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter was tilted. No further information is available at this time.